Event description:
The plaintiff's atty alleged that the pt expired at the hosp as a result of the pt's exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of additional info.